Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. The trial began (B)(6) 2021. It was reported that there was a communication error. They pressed retry on their programmer, then received a communication error with serial number, and another message that said, "connect wire." It was recommended they tell their clinician about this as well. There were no patient symptoms or further complications reported at this time.